Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 130mmh2o. The valve was hydrated for about 26 hours. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was not leak tested, only leaked from the needle holes in the needle chamber. The valve was reflux tested, the valve passed the test. The siphon guard was tested, the siphon guard passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code ns9008, with lot ctcbft, conformed to the specifications when released to stock in 16th march 2015. No root cause could be determined, as the problem reported by the customer could not be duplicated. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
The device was implanted via l-p shunt on (B)(6) 2015. The initial setting pressure is unknown. The surgeon tried to change the pressure lower because the fluid did not flow smoothly, but it could not be changed. The contrast radiography was conducted on (B)(6) 2016 and it showed the pressure was between 170mmh2o and 180mmh2o. It could not be changed by the programmer (vpv) or by neodymium magnet. It seemed it was changed to 140mmh2o. The valve and abdominal catheter were replaced on (B)(6) 2016. According to the surgeon, the cause might have been the depth that the device was set. (Approximately 2cm from the surface of the skin) and a depression was found on the abdominal catheter when it was replaced, that was caused by having been tied with a string. (It might have been done at the initial implantation and forgotten to be removed) no adverse consequences to the patient after the replacement. And the patient is currently being monitored. Per affiliate: yes, the abdominal catheter was involved too. However, we could not specify the catheter and no relevant product information is available. And it will not be returned for evaluation.